Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a new right ventricular (rv) lead could not be placed due to occlusion. The atrial lead was capped and a leadless implantable pulse generator (ipg) was placed. No patient complications have been reported as a result of this event.